Manufacturer narrative:
No conclusion code available; the reported field event of extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and an internal battery anomaly was found. The cause of the extended charge time was an internal anomaly within the battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented a remote transmission, an alert for charge time reached was observed. The device was explanted and replaced.